Manufacturer narrative:
This is the same event as 3010536692-2015-01447. (B)(4).

Event description:
Additional information recieved 5/25/2016. Allegedly the patient was revised due to the following complications: psuedo-tumor (left)

Event description:
Allegedly, patient revised due to shedding of metal debris, tissue damage, persistent pain, and decreased mobility